Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that starting a couple of weeks prior to the report, confirmed as (B)(6) of 2017, on and off, she has the feeling like when you stick your toe in a light socket. It¿s like a charge going out too fast, it¿s not like the normal rhythm. Sometimes it is in one foot, and sometimes the other foot. The patient noted that the spinal cord stimulation is for pain in the back and legs. There were no further complications reported.